Event description:
The patient was seen again in clinic for recurrent driveline power fault alarms despite the cleaning. The site stated they would permanently silence the alarm, and was considering splicing the driveline. Additional log files captured driveline power a faults beginning on (B)(6) 2025, and it was noted that previous faults were on the b line. This indicated that the connector may still be dirty. The remainder of the log file was unremarkable. Due to the recurrent alarms, the site requesting a modular connector replacement. A repair was scheduled for (B)(6) 2025 since there were still alarms post connector cleaning. Power faults still noted on the screen prior to procedure. A new modular connector was spliced in successfully with no issues and no interruption in pump support during power transfer. Post driveline repair, log files were submitted after performing 20 power cable disconnects as requested, but the power cable disconnects were not captured in that file. Only the driveline power faults were captured. An additional 20 power cable disconnects were performed, waiting until an audible beep was heard before triggering another. In the log files submitted following these, no further alarms were captured, and values had returned to normal. The plan was to exchange the patient's ventricular assist device after several months and to get the patient listed for transplant.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section a: patient weight not yet available. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the emergency department (ed) with driveline power fault alarms that begun on saturday afternoon. The patient had the modular cable replaced twice prior, 3 months ago, and 3 months before that. The replacement was also triggered by driveline power faults at the time. There was no visible damage to the driveline. Log files confirmed driveline power b fault alarms on (B)(6) 2025. The alarm had not interfered with pump operation. The site replaced the modular cable and system controller on (B)(6) 2025, and no alarms were noted to return. Per technical services (ts), there was corrosion noted on the pump inline connector and would be onsite for a cleaning.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information provided on 10nov2025 noted that on 09nov2025 the driveline power fault alarms returned. The corrosion was noted to likely be due to water damage, and would be cleaned on 11nov2025. Details provided on 11nov2025 confirmed that the driveline power fault alarms appeared to clear post modular connector cleaning. The noted corrosion was observed upon disconnecting the surface cleaning. The patient was symptomatic during the cleaning, so the team provided inotropes for the second round of cleaning of the pin sockets and the patient tolerated the pump off well. Post-cleaning log files showed improvement of the isense values and no further driveline power faults noted. The patient was instructed to cover the modular cable connection during showers to prevent this from re-occurring.

Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 system controller (serial number (B)(6)) was evaluated following the reported event of driveline power fault alarms. The system controller was not returned for analysis. Provided information stated that exchanging the modular cable and controller did not resolve the alarms. A modular cable connection cleaning was performed due to corrosion; however, the driveline power fault alarms recurred. It was stated that splicing a new modular connector resolved the event. No further driveline faults have been observed. The submitted log files and driveline fault alarm have been addressed under the pump investigation. The reported event could not be correlated to an issue with the system controller. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The heartmate 3 patient handbook, and the heartmate 3 IFU, caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The IFU, section 7 - ¿alarms and troubleshooting¿, patient handbook, section 5 - ¿alarms and troubleshooting¿, explain how to properly interpret and troubleshoot driveline power faults. The IFU, section 8 - ¿equipment storage and care¿, and patient handbook, section 6 - ¿caring for the equipment¿, address how to properly care for, maintain, and store the equipment for proper use. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.